Event description:
The iab was inserted into the pt on 7/12/97 at 12:00 pm. On 7/15/98 at 7:45 pm poor augmentation was noted and the iab was removed at 8:00 pm. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 4/1/98.) (Pt's current status: discharged-rpt'd 4/1/98)